Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of a calcified unspecified access site using a prostyle device after a peripheral vascular angiogram interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. Follow-up with the account confirmed that the foot separation was not noted upon device removal. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract resulted in the suture retrieval issue. In this case, it is likely a needle deflection occurred due to the calcification at the access site. The deflected needle likely struck the foot plate, separating the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. Follow-up with the account confirmed that the foot separation was not noted upon device removal. No additional information was provided.